Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 599 mg/dl associated with no power to the pump. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery cap was missing from the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 11:41am prior to the replace battery ¿cs128¿ alarm. There was an unacknowledged replace cartridge ¿cs144¿ alarm for 7 hours on (B)(6) 2015 at 6:35pm; there was no evidence of power interruption observed. The total daily dose added up correctly and reflected the programmed basal rate target. There was no battery cap returned with the pump; a test cap was used and was able to fit securely and maintain an electrical connection. The ezprime steps were successfully completed and there were no power interruptions or other errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The product delivered within specifications. The pump¿s cover was removed and no intermittent condition was found to the power circuit/flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).